Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot part #: 319.006, synthes lot number: h363287, supplier lot number: h363287, manufacturing site: synthes monument , release to warehouse date: 15-mar-2018, supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition h3, h6: investigation summary background: it was reported that on an unknown date, during a routine inspection, it was noticed that the tip of the depth gauge was bent and did not slide easily. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage, functional visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 l/n h363287) was received at customer quality, and upon visual inspection, the reported condition was confirmed. The needle of the depth gauge was bent, and as a result, it did not slide easily. The bend in the needle was preventing the dept gauge from sliding freely. Functional test: a functional test was performed and it was confirmed that the depth gauge was unable to slide freely. The body of the depth gauge was unable to move due to the bend in needle. Dimensional inspection: conclusion: the measuring result does show conformity. No product design issues or discrepancies were observed during this investigation. Document/ specification review: the following drawing(s) was reviewed: -depth gauge for 2.0/2.4 mm screws, 319_006 revision m, n - needle, 319_006_3, rev e. A review of the manufacturing record evaluations was performed for the finished device lot number, and no non-conformances were identified. Investigation conclusion: a definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Report was initially submitted on october 09, 2019 but the FDA site was down. Advised by FDA on november 01, 2019 to resubmit medwatch. Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, during a routine inspection, it was noticed that the tip of the depth gauge was bent and did not slide easily. There was no patient involvement. This complaint involves one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).